Event description:
It was reported that during an attempted implant, the physician expressed difficulty maneuvering the sheath, and thus was unable to deliver the left ventricular (lv) lead to the target position. In addition, severe diaphragmatic muscle stimulation was noted around the target vessel. The lv lead and sheath were removed and replaced to complete the operation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.